Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that there were no allegations about the device, but the patient stated that they were having "seizure activity" following the implant procedure. They were implanted on the day prior to the report. As a result, they were unable to speak to a manufacturer representative (rep) about how to use the programmer. There were no further complications reported or anticipated.